Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 77 mg/dl and 487 mg/dl within 10 minutes. All test were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer also reported taking extra dosage of insulin medication after receiving her high reading of 487 mg/dl which is higher than she felt. As a result, customer reported experiencing symptoms of hypoglycemia but no treatment was reported. Customer also mentioned seeing her doctor; however, it is unk if it is related to her reported symptoms and no diagnosis or treatment outside of customer's normal diabetes management was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.